Event description:
In 2008, abbott point of care was contacted by a customer who reported the snap closure on an I-stat g3+ cartridge is difficult to close, once closed, the cartridges resulted in a quality code 32. There was no report of any injury associated with the complaint.